Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E1 - phone number: (B)(6). H3 - device evaluation anticipated but not yet begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the metal stiffener was difficult to remove from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. During pre-procedure inspection by the clinician, the needle became stuck inside the drainage catheter and could not be removed. The procedure was completed after replacing the drainage catheter with a new same device. The customer provided video shows the metal stiffener difficult to remove from the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.